Event description:
It was reported that, two weeks post-implant of this inflatable penile prosthesis, hyperemia of the surgical wound was observed with associated clear secretion. The patient was treated with several antibiotic therapy schemes and followed up with an infection specialist. The external appearance of the surgical wound worsened, and the secretion thickened to a purulent discharge. The device was explanted due to infection with a concurrent procedure performed to rescue the tissue. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation during treatment. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.